Event description:
The device was returned after attempted implant because no pacing was observed in the rv, and the lead impedance was out of range. When checked via analyzer, everything tested fine. The leads were switched, and the rv port consistently read high impedances. The device was not implanted and subsequently tested out of specification during the manufacturer's analysis. No patient complications were reported as a result of this event.